Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer delivered a bolus prior to eating, which caused the low bg. Customer consumed carbohydrates and sugars to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.